Event description:
The customer reported an error alarm and constant tone. Troubleshooting was performed, and the constant tone stopped, but the screen froze. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display and constant tone due to a problem with the mother board. Unable to test for the error alarms due to the frozen display.